Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. UDI (di): (B)(4).

Event description:
It was reported that the leads had dislodged due to twiddler&#38112;syndrome. The leads were explanted. Patient is well.